Event description:
New information notes that patient presented remotely with lead impedance that had risen to a value that is high and out of range. R-wave amplitude variation and a slight increase in capture threshold was also noted. Patient would continue being monitored.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. Visual inspection of the partial lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indicated on the device session records. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2020 due to increased impedance and increased threshold. The patient handled the procedure well and was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a greater than double rice in stable pacing impedance. A slight increase in capture threshold was also reported. Programming changes were made. The patient was stable.

Event description:
New information notes that programming changes were made in order to address the re-occurrence of high impedance. Patient was stable.